Event description:
In 2002 the end-user called disetronic medical systems and stated that the soft cannula was kinked and leaky after 2 days of use. On 11/11/2002 maersk medical received the complaint and 1 used cannula part.